Event description:
It was reported that a patient had tethered chord syndrome and the physician used gore preclude® mvp dura substitute to close the dura. Subsequently, after dura closure there were adhesions that required an intervention.

Manufacturer narrative:
A lot number was not provided and therefore a review of the manufacturing records cannot be performed.additional information; patient information (identifier, age, gender, and weight), date of event, device lot number, and patient condition (how the patient is doing now) was unavailable.